Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. The device quality and manufacturing history records (DHR) were checked for all available lot numbers and were within specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. The conclusion from the root cause analysis is that a systematic device deviation is unlikely, since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with nx059z: as vega ps tibial plateau cemented t5. It was reported on (B)(6) 2018, that as a result of having an aesculap product implanted, the patient has experienced knee pain and loosening of the implant. The primary surgery occurred on (B)(6) 2015, which included non-aesculap implants. A revision to replace non-aesculap products with aesculap implants occurred on (B)(6) 2017, and there was no reported second revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under aag reference (B)(4). Involved components: nx011z (ps femur cemented f5n lt), nx152 (ps pe insert t5, 14mm), nn264z (tibial obturator d14mm, l7mm).